Event description:
Consumer complaint of blood result reading of "hi". Customer has gotten "hi" twice before he called. Reviewed memory and the last 5 results: "hi", "hi", 248 mg/dl, 259 mg/dl, and 400 mg/dl. Back to back blood tests performed at the time of the call resulted in "hi". No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation performed on the returned meter showed no defect found. Most likely underlying root cause of malfunction: test strip issue, user actually had a high glucose value.